Event description:
Small bowel placement was attempted and initial x-ray (kub) showed the tube to be in the stomach. A second attempt was made to achieve small bowel position and the tube was placed with no apparent difficulty. The x-ray (kub) showed the tube to be in the d-1 position, (beginning of the duodenum), and the tube feeding was initiated. The pt also had a peritoneal dialysis catheter in place. On the day following tube insertion, the peritoneal dialysis fluid was removed and it was shown to be "milky" in color. This was the first indication that an extravasation may be present within the stomach. An abdominal x-ray was ordered with gastrograffin, (extravasation study) and the x-ray (kub) confirmed the presence of gastrograffin in the peritoneal cavity. The feeding tube was removed and pt was monitored. The peritoneal cavity was lavaged via the dialysis catheter and daily abdominal x-rays and peritoneal cultures were performed for the first 3 days. A gastrograffin study was performed on the 6th day post insertion revealing no extravasation. No surgical intervention was required as the site resealed on its own. The pt developed peritoneal fungemia 10 days after the extravasation and the dialysis catheter was removed.